Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample was not received for evaluation. Because the sample was not received, the reported issue could not be confirmed. If the sample is received the complaint will be reopened for investigation. Reviewing the manufacturing process, the most likely root cause that could trigger the reported condition is lack of solvent in the assembly of the connector with the catheter. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported condition. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/31/2017.

Event description:
The customer states feeding tube's purple hub, that is at the end of the feeding tube, detached. No patient injury reported.